Manufacturer narrative:
The product was not returned for analysis. The reporter states the use of company cartridge, which is not qualified to be used with the associated iol model. It is not clear from the reported complaint if the lens was loaded into the cartridge or was the damage observed when opened. The files states "the lens in the box has a broken haptic". The root cause for the reported complaint could not be determined. No sample was returned for analysis. The surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. It is not clear from the reported complaint if the lens was loaded into the cartridge or was the damage observed when opened. The files states "the lens in the box has a broken haptic". No clarification has been received. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the doctor observed that the lens in the box had a broken haptic. The issue was identified during loading, with no patient contact. Additional information was requested.